Manufacturer narrative:
The clamp was returned to medtronic for analysis. It was found to be in good condition with no apparent physical damage. No failures were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Part has not been returned. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation instruments outside of procedure. It was reported that the probe was bent, the clamp was stripped, and the ratcheting handle had no cap. No patient was present. Additional information was received on 2019-07-10 stating that the probe was able to be verified.